Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty with their ipg holding a charge. In turn, the patient's ipg became inoperable over time. As a result, patient underwent surgical intervention to have their ipg replaced. Therapy has resumed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: date of birth has been corrected. Device information has been corrected. Date of implant should have been (B)(6) 2013. Physician information has been corrected. Evaluation codes should have been entered.